Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they had a very loud alarm when they were changing their low battery. The patient described it as 'yelling at me; like I had no power to my vad" (ventricular assist device). The patient stated it resolved shortly after a new battery was attached. The patient was also noted to have elevated lactate dehydrogenase (ldh), and the vad coordinator was wondering if there was anything abnormal in the log files from a thrombus standpoint.log file review showed nothing notable or concerning from a vad standpoint with the patient¿s elevated labs.